Manufacturer narrative:
Device tested by simulated use testing and confirmed the reported issue of shaft frosting. Further evaluation determined that a vacuum sleeve failure was the cause of the frosting.

Event description:
Two probes failed during the procedure. Both probes passed pretest and worked during the first freeze cycle. The second freeze cycle is when the shaft started frosting. Complaint 2 of 2.